Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400 mg/dl. Customer's blood glucose value was 100 mg/dl. The customer treated with bolus. Customer lost sensor on pump screen and bolus didn't bring her down. Customer states meter isn't sending blood glucose to pump. The product was not returned for analysis.